Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The UDI# is unknown because the part and lot numbers were not provided.

Manufacturer narrative:
(B)(4) . During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mid diagonal artery. The patient had a previously deployed stent located in the proximal diagonal artery. After use of a cutting balloon the 4.0 x 15 mm xience prime stent was deployed successfully. Post-dilatation was performed with the 4.0 x 12 mm nc trek balloon catheter during which the balloon ruptured. Attempts to remove the balloon catheter failed leaving the balloon segment in the anatomy. The balloon was successfully retrieved using a bond [snare] device. No adverse patient effects were reported. No additional information was provided.